Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient was unable to establish communication between his ipg and the charger. Additionally, the patient has not charged or used the system for few months. Consequently, surgical intervention will be taken at a later date to address the issue.